Event description:
It was reported that patient underwent a procedure utilizing meniscal repair devices on (B)(6) 2010. During the procedure, the trigger on four different devices would stick and the anchors would not deploy. A competitor's product was used to complete the procedure, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Three of lot 714100 were attempted for use during the procedure. However, only one unit was returned for evaluation. Other- examination of returned device was inconclusive. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.